Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture broke. A second proglide device was used to achieve hemostasis. There were no adverse patient effect reported. Though requested, no additional information was provided.

Event description:
Service of summons and complaint was MFR's first notice of this event. Plaintiff's counsel claims in the complaint that the pt was injured requiring medical treatment to right ankle. She alleges that cryotherapy was applied. The complaint contains no info about the therapy protocol prescribed by plaintiff's doctor (e.g., duration of cold therapy sessions and breaks in between same, temperature settings) the barrier placed between the device and the pt's skin, instructions provided to the pt about use of the device or whether there were any contraindications for cold therapy. Plaintiff claims she suffered personal injuries resulting in disfigurement and physical impairment. The company has been unable to confirm the MFR of or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the monofilament approximately 1/2 inches exposed at the guide and the needle tip still attached to the rail end. The pre-formed knot was unraveled and the rest of the monofilament was inside the device intact. The anterior cuff was engaged to the anterior needle tip and both cuffs were attached to the link. The posterior cuff was out of the pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred and not a suture break. There was no needle strike mark on the foot. During testing, the plunger was inserted to test the needle trajectory, needle depth and push mandrel travel and the results were acceptable. Based on the investigation findings, the most probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.